Manufacturer narrative:
Unit received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test, seating, basic occlusion, occlusion, force sensor and p-cap / reservoir will not lock properly due to missing retainer. Unit received with operational currents within specification and passed self test. Pump trace download analysis confirmed the power error 25. The power management tool confirmed power error 25 was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay. Unit received with stained serial number label.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they the insulin pump had power error detected alarm. Customer also reported that they had a high blood glucose value of 410.4 mg/dl and had received power error detected alarm saying battery died throughout the night. The customer declined troubleshoot for high blood glucose. Troubleshoot could not resolve the power error. Customer was advised that the insulin pump will need to be replaced and the patient was currently on back-up plan. The customer was treated with manual injection. There is no indication if the insulin pump will be returned for analysis.